Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the optim sheath with intact silicone insulation beneath proximal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.